Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrate up to ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), inflammation ("inflammation"), adhesion ("adhesions"), calculus bladder ("calluses on bladder") and uterine inflammation ("inflaming my uterus cul de sac"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, pelvic pain, inflammation, adhesion, calculus bladder and uterine inflammation outcome was unknown. The reporter considered adhesion, calculus bladder, device dislocation, inflammation, pelvic pain and uterine inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, pelvic pain, inflammation, adhesion, calculus bladder and uterine inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrate up to ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), inflammation ("inflammation"), adhesion ("adhesions"), calculus bladder ("calluses on bladder") and uterine inflammation ("inflaming my uterus cul de sac"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, pelvic pain, inflammation, adhesion, calculus bladder and uterine inflammation outcome was unknown. The reporter considered adhesion, calculus bladder, device dislocation, inflammation, pelvic pain and uterine inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, pelvic pain, inflammation, adhesion, calculus bladder and uterine inflammation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.